Event description:
The manufacturer received information alleging a ventilator's touchscreen failed to function properly. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's display board, display and display interface cable were replaced to address the issue.